Event description:
This pt had an existing boston-scientific wallflex stent in place in the esophagus. At an undetermined date during the month of (B)(6) 2010, the physician placed a cook endoscopy z-stent dua anti-reflux valve esophageal stent through the previously placed wallflex stent. (Note: the anti-reflux valve is a long soft circular tube attached to the distal end of the stent to assist in the reduction of acid reflux back flowing into the esophagus from the pt's stomach). The last week of (B)(6), the pt complained of acid reflux pain and was unable to swallow any solids. On (B)(6) 2010, the physician endoscopically examined the pt and observed the reflux valve exhibited damage in the form of tearing of the valve on one side of the stent. The stent was endoscopically removed and tearing of the reflux valve was confirmed. The valve had torn away from the base of the stent. The torn area was located approximately half the circumference of the valve and the other half remained attached to the distal end of the stent. The stent itself remained intact. Another stent was not placed at the time of removal. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an isolated occurrence. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Damage to the anti-reflux valve can occur if the pt does not follow the recommendations for consuming soft or pureed food after stent placement. The instructions for use advise the user that after stent placement, pts should be instructed to chew their food well, or to eat soft or pureed food. If these instructions are not followed, this can compromise the performance characteristics of the device and lead to stent damage, such as valve separation. The stent was endoscopically removed after placement. The instructions for use contain the following statements: the z-stent dua anti-reflux valve esophageal stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the esophageal mucosa. This esophageal stent is considered to be a permanent implant. Prior to distribution, all esophageal z-stent dua anti-reflux valve esophageal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. This observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.